Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on additional information received, it has been determined that multiple products were used that have been manufactured at another facility; therefore, a reports have been generated under manufacturing report #s 9615742-2016-00061 and 9615742-2016-00062 (reference number: (B)(4) respectively) to capture the change. No further information will be reported under this manufacturing report number.